Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an unknown procedure, an insulation fell off from the tip during use. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2018. Investigation summary: customer reported that the insulation fell off from the tip during use. Photo review and physical product inspection found the modified insulation was pulled off and detached from the electrode. Damage was observed on detached modified insulation and also electrode insulation. The cause of the report is most likely the result of the blade being exposed to heavy pressure, possibility during the cleaning of the blade. A review of the of the possible DHR's shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.